Event description:
Customer reported issues with charging, describing the need to wiggle the connection due to a loose feel, which was attributed to potential usb port damage. There was no adverse impact to the customer's blood glucose level. No follow-up or further action was required as per customer's decision, and no additional information regarding corrective actions was provided.